Event description:
It was reported that the pump touch screen was cracked; but remained functional. Reportedly, the reason for the cracked screen was unknown. Additionally, the pump touchscreen was difficult to read. Customer¿s blood glucose was 210 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.